Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).

Event description:
It was reported that during the implant attempt, the lead helix would not extend during placement. The lead was removed and was tested on the table, where the helix would not extend prior to 30 rotations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.